Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds shortly after implant. It was noted during the generator change that the lead had little or no slack. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.